Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported having issues with the motor in the device and its position. The device has not alarmed motor error and wants the device to be replaced. Customer stated the piston was not moving and it wasn't delivering any insulin. Customer declined any troubleshooting. Customer's blood glucose was 500 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.